Event description:
Additional information revealed that the patient underwent surgical intervention wherein the system was explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was not receiving effective therapy from her system. It was found that the lead had high impedances. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
H6 - adverse event problem - corrected medical device code to reflect lead fracture. The report of high impedance was confirmed. Analysis of the returned lead found a kink on the outer tubing where all internal wires were broken. The fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.